Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and device was not detected on bus. A field service engineer stated that the customer reported that full-height drawer five on the main unit had multiple pockets that were not detected on the bus and were unrecoverable. All cabling related to the drawer was reseated on both sides of the ribbon cable. Debris and contamination were cleared from around and beneath the pockets and trays, and any found were removed. The cabling was inspected for fraying, and none was found and service was restored successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, not detected on bus. Multiple cubies highly utilized for controlled substance so impact patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.